Event description:
It was reported during an endovascular procedure the subject catheter broke inside the patient. The physician used a snare to remove the fractured subject catheter fragment resulting in an additional 30 minutes to complete the procedure. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Event description ¿ updated.b5 executive summary - updated .c2/d10 concomitant products grid - updated.e1 initial reporter name and facility details - added.e2 health professional- added.e3 health professional occupation- added.h4 manufacturing date ¿ added.h3 device evaluated by mfg ¿updated.h3 summary attached - updated.d4 expiration date - added.d9 product available to stryker ¿ updated.d9 returned to manufacturer on ¿updated.due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the catheter shaft was seen to be broken. The catheter shaft was seen to be flat/crushed. There was a large amount of blood seen in the catheter hub. There was unknown catheter and guidewire advanced through the catheter (unable to be removed due to the condition of the returned device). Functional testing was not required as the defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the catheter broke inside the patient. Doctors had to go in and snare the piece of the catheter which broke in the patient. It took an additional half hour to complete the procedure'.the presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. The catheter shaft was seen to be broken. The catheter shaft was seen to be flat/crushed. There was a large amount of blood seen in the catheter hub. There was unknown catheter and guidewire advanced through the catheter (unable to be removed due to the condition of the returned device). The as reported event of catheter shaft broken/fractured during use can be confirmed based on the analysis and the as reported as well as the as analyzed event of catheter shaft broken/fractured during use and the as analyzed event of catheter shaft flat/crushed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during an endovascular procedure the subject catheter broke inside the patient. The physician used a snare to remove the fractured subject catheter fragment resulting in an additional 30 minutes to complete the procedure. The procedure was completed successfully with no clinical consequences to the patient. Updated information: based on additional information obtained on 20 may 2022 it was reported that during an endovascular procedure in a patient with stroke at m1 segment of middle cerebral artery, the subject catheter broke at femoral. Physician used a balloon to retrieve the fractured subject catheter fragment out of the patient vasculature resulting in an additional 30 minutes to complete the procedure. The procedure was completed successfully with no clinical consequences to the patient.